Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and replaced the ac relay, photometer, ultrasonic, motor control and cuvette printed circuit boards. The cse also replaced the system power supply. The cause of the smoke and sparks being emitted from the back of the system is unknown. The cse verified proper system functionality. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer observed smoke and sparks being emitted from the back of a dimension xpand plus with hm instrument. The customer unplugged the instrument. There was no harm or injury to the operator or laboratory personnel due to smoke and sparks coming from the instrument.